Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.